Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A trilogy evo ventilator was returned to a third-party service center for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code e-110 was found in the ventilator's downloaded error log indicating a motor shutdown issue that requires replacement of the blower motor to address the issue. Additional findings not related to the malfunction/issue: the vanity cover was missing a silver ornament and required replacement. An in-line filter was noted to be contamination and required replacement. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.